Event description:
During an orif of the distal radius, left, surgeon was inserting two (2) screws and the screws would not go through the guide to engage with the plate. Surgeon selected different screws and completed the procedure. After the procedure the guide block was tested with other screws and there was no problem. This is 1 of 3 reports.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation is on-going.

Manufacturer narrative:
(B)(4): the device meets the specifications as per technical drawing (B)(4). The inside diameters and bore positions are within specification. Product development evaluated the event and determined the holes of the guide blocks were not designed to allow 2.4mm cortex screws to pass through them. These devices were used off indication and the complaint is deemed invalid. (B)(4): placeholder.